Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: you should avoid activities which could expose your pump to temperatures below 41ºf (5ºc) or above 98.6ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures.

Event description:
It was reported that the pump intermittently shut off unexpectedly. Reportedly, the pump was exposed to freezing temperatures. The customer's blood glucose level was 300 mg/dl. Additionally, it was reported that intermittent unspecified alarms occurred. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained. Reportedly, the customer reverted to an alternate method of insulin therapy.